Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead, exhibited a delay in post shock pacing and high shock impedance measurements greater than 125 ohms, during the implant procedure. It was noted this device was left as is and programmed suboptimal in triad with single coil lead, resulting in the daily shock impedance measurements to be greater than 125 ohms. Boston scientific technical services (ts) discussed programming options. No adverse patient effects were reported. This device remains in service.